Manufacturer narrative:
H3 other text : device serviced by third party service technician.

Event description:
The manufacturer received information in reference to the everflo device. The device was returned to service center due to no power. The third party service center reports the device power cord was "chewed up." The power cord, filter kit, and the connector tube have been replaced.